Event description:
A medtronic representative reported that the site called in during a fusion case and could not get tracer to register. Had her adjust the emitter several times so that it was at nose level and 5-10 inches away from the center of the head. Verified that there was no metal interference. Had her retain the 3d model and adjust threshold to ensure no scatter. Also verified the surgeon's tracing pattern and that he was tracing lightly on the head. She said, they have attempted tracer registration 8 times. The points on the sides of the head were consistently red. Had the surgeon register by pointmerge. The surgeon had to add additional points, inner and outer eye, in order to get the predicted error at 4.2 mm. The right and left tragus points needed to be redone a few times. After registration was complete, surgeon did not feel accurate and aborted use of the fusion system. There was no patient impact.

Manufacturer narrative:
Patient information was not available at the time of this report. Medtronic rep. Replaced field generator per RMA to resolve issue. Investigation still in progress. No impact on patient outcome reported.